Event description:
Diagnostic angiogram. Catheter exchange. Guidewire inserted, catheter exchanged for 5fr vert, guidewire removed and was unable to aspirate off of 5fr vertebral catheter. Catheter removed. No patient harm, just device malfunction.